Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that during a vitrectomy procedure the aspiration/vacuum was insufficient, auto gas fill (agf) syringe only purged once when they were expecting it to purge twice. The cassette was difficult to remove and there was a loud noise in viscous fluid control (vfc). Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Additional information has been provided. The customer reported that the system aspiration felt insufficient during vitrectomy. Additionally, the customer reported the auto gas fill (agf) syringe only purged once instead of twice, as they expected; that the viscous fluid control (vfc) extract made a loud noise; and the cassette was difficult to remove after it was ejected. The company service representative examined the system but was unable to replicate any aspiration issue. The company service representative tested the aspiration from 5,000 cuts per minute (cpm) and 10,000 cpm in vitrectomy mode and found stable readings. The company service representative found that the customer¿s agf settings were set to a single purge cycle and set the purge cycles to two for the customer. The company service representative noted that during vfc extract the tones produced by the system at low vacuum pressures created a resonance in the system chassis that caused vibrations. The company service representative reduced the system volume for the vfc function to eliminate the vibration. The company service representative did not indicate finding any issue related to the reported cassette ejection issue. The system was then tested and met all product specifications. The system was manufactured on march 13, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).